Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and intermittently the pump touchscreen was unresponsive. Customer changed the cartridge and infusion set to address occlusion and declined tandem technical support's offer to troubleshoot for the touchscreen issue.